Event description:
It was reported that after a peripheral intervention of the contra-lateral iliac artery, arteriotomy closure of a heavily calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and three additional proglide devices were attempted but also resulted in needle-to-cuff misses. A fifth proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. The patient was reported to be discharged in good condition to home as planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide devices, referenced are being filed under separate manufacturer report numbers. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Reportedly the common femoral artery was heavily calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.